Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient was seen by their provider for evaluation of increased pain and suspected lead migration six days after their lead was implanted targeting the cervical medial branch of the dorsal ramus. A moderate amount of serous drainage was noted during examination of the patient's lead exit site and the patient's physician decided to remove the lead prior to the planned end of treatment date. A computed tomography (CT) scan performed indicated the presence of a small abscess. The patient additionally received magnetic resonance imaging (MRI) following removal of the lead to further characterize the issue. The MRI revealed that the abscess was located in the musculature between the lead implant location and the skin, however no additional abnormalities were noted deeper within the spine. The patient was sent to the emergency room (ER) by their physician and admitted for administration of pain control and antibiotics; the patient remained hospitalized for a total of 8 days, per follow-up with a representative in contact with the patient. Per an update provided by a representative in contact with the patient, the issue reported resolved with no lasting effects. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.

Event description:
Patient was experiencing increased pain and a moderate amount of serous drainage at the lead exit site. The lead was removed and a CT scan and MRI were performed. The patient was sent to the ER and admitted for pain control and antibiotics. The patient remained hospitalized for 8 days.